Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 27jan2020.

Event description:
The customer reported unit with c02 (carbon dioxide) rebreathing alarm. The service technician confirmed the reported issue and indicated no patient impact. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The remote service technician recommended resetting the unit to factory defaults and testing it again. The service technician confirmed the unit settings were reset to factory default and saw no errors in the log file. The unit is working as it should.